Event description:
This device was returned with oos documentation from biotronik representative. Per rep , this patient has twiddler's syndrome and managed to wrap the lead around the can. The lead sensed vf, aborted, then sensed a second vf that could not be aborted. The lead was delivered a shock to the can. This system was replaced with a lumax 340 vr-t, and a linox sd 60/16. Lumax 340 vr-t, MDR 1028232-2009-00582; linox sd 65/16, MDR 1028232-2009-00583.